Manufacturer narrative:
The reported reader was returned and investigated with retained test strips. The reader did not power on with button press, with strip insertion or with the usb cable. Unable to power on with approved software. The reader was sent for further investigation and de-cased. Corrosion was observed on the pcba (printed circuit board assembly) due to liquid ingress. The complaint is not confirmed to a use issue.

Event description:
A caller reported a customer's adc freestyle libre reader did not power on with button press or strip insertion. On (B)(6) 2018, the customer experienced hyperglycemia and ketosis and diagnosed with dka and treated with insulin (type/dose unknown) by an hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a customer's adc freestyle libre reader did not power on with button press or strip insertion. On (B)(6) 2018, the customer experienced hyperglycemia and ketosis and diagnosed with dka and treated with insulin (type/dose unknown) by an hcp. There was no report of death or permanent injury associated with this event.